Manufacturer narrative:
H10: the device and a photograph of the sample were received for evaluation. The photograph investigation and the visual inspection by naked eye of the sample showed a hair which was clamped between the header cap and the o-ring sealing. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign material (further described as "looked like a hair") was observed in one (1) unit of polyflux 170h before use. There was no patient involvement. No additional information is available.